Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed high blood glucose by administering a correction bolus using the pump. A replacement pump with updated software was sent, and the customer was advised to switch to multiple daily injections as backup therapy until the new pump arrived.